Event description:
It was reported that the patient experienced erosion at the pocket site and an infection. The pump was replaced for end of service in (B)(6) 2012. It was stated that the patient was on his second pump due to infection. The patient did not return for follow-up at that time. About nine months later, the patient presented with the 'top half of his pump exposed in the abdomen.' The pump and catheter (pump segment) were explanted and replaced. The patient was hospitalized, but no patient symptoms or injuries were related to this event. At the time of this report, the patient was going home on (B)(6). The drug used within the system was lioresal.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8596, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012, product type catheter. (B)(4).